Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the graft obtuse marginal. Two days after index procedure, the patient underwent staged procedure during which one resolute onyx des was implanted in the lm and two resolute onyx des were implanted in the ramus. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical reinfarction post-pci. Cec also assessed stent thrombosis as no event.